Event description:
It was reported that the implantable cardiac monitor (icm) had incorrectly diagnosed premature atrial contraction as atrial fibrillation. No resolution was performed. No patient consequences were reported, and the patient condition was unknown. New information received confirms that as a resolution the implantable cardiac monitor (icm) was re-programmed.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited incorrect, inadequate readings. No resolution was performed. No patient consequences were reported, and the patient condition was unknown.